Event description:
It was reported that a user of the ilet experienced hypoglycemia after insulin delivery had been paused during a period of hyperglycemia, followed by physical activity; sensor glucose reached 39 mg/dl and a confirmatory fingerstick was 66 mg/dl, and glucose later was 163 mg/dl. Symptoms included lightheadedness and left thumb tremor. Outcomes included self-treatment with oral carbohydrates that resolved the event without medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education provided to the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the device was functioning within expected parameters and user factors and activity may have contributed, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.